Event description:
Investigator reported that the patient was found unconscious at home. Patient was intubated without success. Cause of death is unknown. No relation to the device, drug or the procedure.

Manufacturer narrative:
Evaluation: results: (death).